Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a supraventricular tachycardia procedure, a prolonged procedure occurred due to the amplifier not initially being able to connect to the computer. Initially the procedure was started and after waiting fifteen minutes for the amplifier to connect, it did not connect. The amplifier was restarted several times for another fifteen minutes and the issue remained. The computer was then restarted and the issue was resolved. There were no adverse consequences to the patient.